Event description:
It was reported the device shut off without warning two times. It was noted the low battery indicator was flashing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case is broken, the ring is bent, and the battery drawer o-ring is damaged (cut).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.